Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for tilt and difficult to remove. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: snf: the current IFU (instructions for use) states: note: the dome of the filter will normally descend 1-2cm during shape recovery so that its tip will be lower than its actual position in the introducer before unsheathing. If the vena cava is too small to accommodate the fully centered filter dome, the dome may tilt toward the vena cava wall, or assume a spindle or cone configuration. These variations are functionally effective in undersized lumens. Rnf: the current IFU (instructions for use) states: warnings/potential complications: possible complications include but are not limited to the following: movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. G2/g2 express/g2x/eclipse/meridian/denali: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters; filter tilt; filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately two months post filter deployment, an attempt to retrieve the tilted filter was unsuccessful. No other attempts to retrieve the filter were reported. No other pertinent patient or medical information was provided leading up to or surrounding this event. The patient status was not provided.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc and the struts perforated into organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images were not provided. Medical record was provided and reviewed. Post filter deployment, the very next day pulmonary artery angiogram with removal of ekos catheter was performed which showed resolution of pulmonary emboli and placed under warfarin. Approximately, two months later, an unsuccessful filter retrieval attempt was made which showed that the filter was tilted against the inferior vena cava wall as it was difficult to capture the apex of the filter. Multiple attempts with a gooseneck snare and atrieve snare as well forceps biopsies were implemented to grasp the filter, however failed to dislodge the filter from the inferior vena cava wall. Another retrieval attempt was also unsuccessful despite using angioplasty. Approximately four months later, abdominal x-ray indicated that filter is slightly tilted, and single strut is protruding at 165-degree (approx.), hence protruding into ivc. Two months later, vascular examination advocated filter in place and lifelong coumadin therapy. High risks were proposed for filter removal via open approach since patient has 2 failed attempts prior and the filter appears to have become bent with the strut being positioned into the inferior vena cava . Therefore, the investigation is confirmed for filter tilt, material deformation and retrieval difficulties. However, based on the provided medical records, the investigation is inconclusive for perforation of the ivc as the single strut is protruding into ivc, not perforating through or outside the wall of inferior vena cava. Per the medical records, the filter was deployed in an angulated position. Unsuccessful attempts were made to retrieve the filter as the head of the filter was touching the ivc wall. Subsequently, the filter was repositioned with reduced angulation. Therefore, the deployment issue could have contributed to the alleged deficiencies. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2016)

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for tilt and difficult to remove. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters; filter tilt; filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately two months post filter deployment, an attempt to retrieve the tilted filter was unsuccessful. No other attempts to retrieve the filter were reported. No other pertinent patient or medical information was provided leading up to or surrounding this event. The patient status was not provided.

Manufacturer narrative:
A lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images were not provided. Medical record was provided and reviewed. One day post filter deployment, pulmonary artery angiogram with removal of ekos catheter was performed which showed resolution of pulmonary emboli and the patient was placed under warfarin. Approximately two months later, an unsuccessful filter retrieval attempt was made which showed that the filter was tilted against the ivc wall as it was difficult to capture the apex of the filter. Multiple attempt with a gooseneck snare and atrieve snare as well forceps biopsies were implemented to grasp the filter; however, failed to dislodge the filter from the ivc wall. Another retrieval attempt was also unsuccessful despite using angioplasty. Approximately four months later, abdominal x-ray indicated that filter is slightly tilted, and a single strut is protruding at 165-degree (approx.), hence protruding into ivc. Two months later, vascular examination advocated filter in place and lifelong coumadin therapy. High risks were proposed for filter removal via open approach since patient has two previous failed attempts and the filter appears to have become bent with the strut being positioned into the lvc. Therefore, the investigation is confirmed for filter tilt, material deformation and retrieval difficulties. However, based on the provided medical records, the investigation is inconclusive for perforation of the ivc as the single strut is protruding into ivc, not perforating through or outside the wall of ivc. Per medical records, multiple attempts were made to engage the apex of the filter using snare and forceps but were unsuccessful due to filter tilt, material deformation and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2016), (device: 4001).

Event description:
It was reported that approximately two months post filter deployment, an attempt to retrieve the tilted filter was unsuccessful. No other attempts to retrieve the filter were reported. No other pertinent patient or medical information was provided leading up to or surrounding this event. The patient status was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.